Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they got electrocuted from a live power cable in water and now their device was not working correctly. It started malfunctioning and they kept being electrocuted. The patient stated that the device was causing spasming of their right buttocks and it was exacerbating their right sciatica site, so that the sciatica that ran down the right leg was just pulsating and hurting. Patient stated that it was very very painful. It was making the muscles knot up. Patient thought that when they got the electrical shock, it made their implant "rev up faster". Patient stated that they went to the ER this morning in regards to the issue, and the doctor notified the patient that their implant must be turned off and that it was "making their nerve hard." Patient wanted assistance turning off their implant, but did not know where their external devices were. Agent instructed patient to call back when they find their external devices for further assistance. Agent redirected patient to their healthcare provider (hcp) for device interrogation. Patient stated that they have an appointment next week and the doctor can assist them with turning off their therapy if needed. Caller called back and was hoping that [manufacturer] could turn off the device so they wouldn't be in this kind of discomfort until they get their replacement external devices. Agent reviewed that [manufacturer] cannot turn their devices off remotely. The patient was redirected to their healthcare provider to further address the issue. Agent sent caller physician listings.